Event description:
It has been reported to philips that the c-arm stopped moving during use. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with third party engineer and found that the system did not respond to the middle x-ray pedal, the third party engineer independently repaired the pedal and rebooted the system. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.